Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent revision surgery on (B)(6) 2013, to excise the overgrown tissue. It was also reported that the patient was administered IV antibiotics, and that the abutment was exchanged for a longer model during the same procedure. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.